Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 58.5-71.5. The torque tested low ¿ 58.2. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) sfx torque handle. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h3, h4, h6. Investigation summary investigation flow: device interaction/functional visual inspection: the sfx torque handle (p/n: (B)(4), lot #: gb0507) was received at us customer quality (cq). Upon visual inspection, it was observed that there were minor scratches on the device due to the usage. No other issues were observed with the returned device. Functional test: the functional test was performed at fsl ups lyndhurst, nj site. During the functional test, the torque handle was found to be out of drawing specification. The drawing specification is 58.5 in-lbs to 71.5 in-lbs. The torque tested low ¿ 58.2 in-ibs. Can the complaint be replicated with the returned devices? Yes dimensional inspection: no dimensional inspection was performed as the device failed low on torque testing. Relevant dimensions of internal components could not be achieved without device destruction. Document/specification review: (current and manufactured to) drawing were reviewed no design issue or discrepancy was detected. Complaint confirmed? Yes, the device received failed low on the torque test. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the sfx torque handle (p/n: (B)(4), lot #: 01180196) as the device failed low on the functional testing. There is no indication that a design or manufacturing issue has caused this complaint. A definitive root cause could not be attributed to this complaint condition, however it is likely that the device was not properly maintained resulting in this failure. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for sfx torque handle was conducted identifying that lot number gb0507 was released in a single batch. Batch1: lot was released on (B)(6) 2007 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.